Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed noise on the right atrial lead causing pacing inhibition. All other electrical measurements were stable and in range. It was noted that the lead had a history of noise for the past year. No intervention was performed. The patient would continue to be monitored.